Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned by hospital.

Event description:
Allegedly, the patient underwent a gynecologic surgery for bilateral cystic pelvic masses procedure where a morcellator was used and after the surgery the pathological analysis of the morcellated uterine tissues she was found with ovarian cancer of primary serous cystadenocarcinoma.